Manufacturer narrative:
This lead remains in service. At this time, the lead is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was found dislodged after implant procedure. A revision procedure was performed wherein the lead was successfully repositioned. High threshold measurements were reported. This lead remains in service. No additional adverse patient effects were reported.